Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 064. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box and alarm history showed no evidence that cs 064 call service alarms has occurred. The pump powered on properly with no alarms. The pump ez-prime¿ steps were performed correctly and the pump exercised for 24 hours with no call service alarms received. The complaint of a call service alarm issue was not duplicated during investigation.